Event description:
Reporter alleged blood glucose measured "hi", 120, and 130 mg/dl when testing was performed back to back within one minute of each other. It was stated no actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect device replacement product was sent.